Event description:
In 1999 the pt underwent upper and lower plastic repair of right-sided canaliculi, nasal lacrimal duct probing with intubation, and infracture of the middle turbinate. Three attempts were required for crawford tube placement, as the tubes continued to break upon passage. Finally, a tube was passed successfully through the canaliculi. The pt returned to surgery for the second stage of the procedure. At that time, a piece of the lacrimal intubation set from the previous surgery was found in the canaliculi. The physician removed the retained piece of tubing at this time.